Event description:
It was reported that the patient presented to the emergency room (ER) because the device had a power on reset (por) and triggered a patient alert, and the patient was unable to send a remote monitoring transmission from home. The device was reprogrammed. After returning home, the patient reported that the device triggered a patient alert again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) of the parameters. One por for write to locked ram occurred on (B)(4)-2011 09:11:08 and one patient alert for por occurred on (B)(4)-2011 08:11:08.

Event description:
It was reported that the patient presented to the emergency room (ER) because the device had a power on reset (por) and triggered a patient alert, and the patient was unable to send a remote monitoring transmission from home. The device was reprogrammed. After returning home, the patient reported that the device triggered a patient alert again. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the patient phoned the clinic the day after returning home and stated that the device was fine and not alarming. It was determined that the second alert was either queued by the device before the device was reprogrammed or was not an alert, rather it was caused by another sound. The patient also received a replacement home monitor.